Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The customer reported laser probe (lp) got stuck inside the trocar. The reported event occurred during surgery. Patient impact was not reported. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The laser probe was returned for testing on this investigation. However, the lp was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation with the same event code. The lp was received for testing. A visual assessment of the returned sample revealed a bent articulating which will not articulate. The returned sample was connected to a calibrated purepoint system and was successfully recognized. A fit check was performed with a trocar and it found resistance and the bent tip nonconformity. How or when the articulating tip became damaged remains inconclusive. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ophthalmic laser probe got stuck inside trocar during cataract / vitrectomy combination surgery. The surgery was completed after replacing the product with another one. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).